Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red call doctor flashing light. It was noted that the patient was referred to the clinic to further evaluate. This device remains in service. No adverse patient effects were reported.